Event description:
Customer reported device downloaded results flagged as repeat tests that already existed. Device then downloaded a designated number of pt results before adding other results as well. Results have already been deleted due to memory retention on the device. A request was made for return product and replacement product was sent.